Event description:
Pt noted that his left hip was rotated at an unusual angle and that his leg was noticably shorter than the other one. Prompted him to see an orthopod who determined that the previous hip prosthesis had failed. Dx: failed left hemiarthroplasty.